Event description:
It was reported that pump had damaged rack push rod, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation and received replacement pump, with no additional information available regarding further actions or outcome.